Event description:
Catheter was inserted to use as a dialysis line. The 90cm length of the tpn catheter was too long, therefore, it was out to the appropriate length for the pt. Heparin was injected to reduce the potential of clotting in and around the catheter. As the info provided on the catheter label advises of dead space in the two lumens, the physician used the indicated volume to calculate the required amount of heparin to infuse. The pt received several injections of heparin over the course of a short period of time, each one based on the volume on the labels. Unfortunately, the pt exhibited bleeding due to excessive heparin. It was determined the use of the dead volume indicated on the label, contributed to the over infusion of heparin.